Event description:
Bilateral breast implants removed due to chronic discomfort and other subjective complaints. Surgeon notes product failure for both implants. Small tear with leak found on right. Extracapsular leakage found on left. The breast implant were implanted subglandularly. Histology dept verified the leaks in both implants.